Event description:
It was reported that the customer reported was hospitalized due to diabetes ketoacidosis and high blood glucose of 502mg/dl. It was stated that the customer had been sick for a couple of days and she was not keeping anything down. It was stated that the customer went through an MRI machine, and the device alarmed motor error. The drive support cap appears normal. Advised the caller that the insulin pump would be replaced and revert to back plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to excessive motor error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.